Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case, lower case and side bail covers were broken, the ring cover and battery drawer were contaminated, and the ring was bent. (B)(4).

Event description:
It was reported the output connector on the external pulse generator (epg) is broken. The epg was returned for repair. No patient complications were reported as a result of this event.